Event description:
It was reported the customer passed away in a hospital. Date of the customer's death was (B)(6) 2015. The cause of the customer's death was from subdural hematoma. The date of the customer's hospitalization was not reported. The customer's blood glucose at the time of their death was unknown. The caller did not know if the customer was using sensors or if they were wearing one at the time of death. It was also unknown if the customer was wearing their insulin pump at the time of death. The caller also could not report any diabetes complications the customer may have had. The caller agreed to return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip. The daily totals of insulin were 67.7 units on (B)(6) 2015, 30.7 units on (B)(6) 22015, 38.65 units on (B)(6) 2015, 39.45 units on (B)(6) 2015, 47.45 units on (B)(6) 2015, 74.25 units on (B)(6) 2015, and 16.75 units on (B)(6) 2015. There were multiple suspensions on (B)(6) 2015.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.